Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory notifier for low, out of range, ventricular lead impedance. It was noted that the patient is very active in her garden and the physician suspects that the out of range values may be attributed to her garden activities. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the asymptomatic patient presented to the clinic after feeling another patient notification for low pacing lead impedance (pli). The rv lead now has intermittent undersensing based on arm movement/position. A drop in r-wave was also noted. Atrial oversensing intrinsic events and lead noise was still observed. The physician made some programming changes and turned off hv therapy and sent the patient home. The patient will be scheduled for lead revision.

Event description:
New information notes that the leads were capped, the patient condition was well.